Event description:
Boston scientific received information that this device was removed and returned for an unspecified reason. During routine laboratory analysis testing thie device was interrogated and the device was found to have failed labled longevity calcuation and triggered the replacement indicator while implanted. The device life cell capacity was at 60.7% which is less than expected. This device is on the shortened replacement window advisory. The device was forwarded on for further detalied laboratory anaylsis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.